Event description:
It was reported that during a stenting treatment procedure stent damage occurred post-deployment. The target lesion being treated was located in the proximal left anterior descending (lad) artery. An unspecified size ion stent delivery system (sds) was advanced to the lad and deployed. The ion stent seemed well positioned and well apposed immediately following deployment. A quantum maverick balloon was then advanced for post-dilation and while trying to cross the deployed stent the quantum maverick balloon got hung up on a strut of the ion stent. The physician believed the proximal portion of the ion stent may have been damaged. The quantum maverick balloon catheter was removed intact. Another ion sds was advanced and deployed over the previously placed stent. No patient complications were reported and the patient¿s status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).